Manufacturer narrative:
Citation: tavr update: contemporary data from the UK tavi and us tvt registries. Suradi hs. Glob cardiol sci pract. 2015 sep 8;2015(2):21. Doi: 10.5339/gcsp.2015.21. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding review on UK and us tavr registry data. This is a review article and all data were collected from multiple centers from 2007-2012. The study population included 3,980 patients, 1,897 of whom were implanted with medtronic corevalve. Serial numbers were not provided. Among all patients in-hospital, 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: moderate to severe aortic regurgitation (ar), permanent pacemaker implantation, stroke, major vascular injury and vascular complications. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products were reported.